Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient reported improperly connecting the heater bag to the heater line which is a known cause of the reported issue. The homechoice and homechoice pro apd systems patient at home guide is shipped with every homechoice device. The guide indicates that the user should, ¿check all disposable set connections for a secure fit before beginning your therapy.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue during dwell two of four of peritoneal dialysis on the homechoice device. The connection issue was further specified as the heater line became disconnected from the heater bag. There was nothing unusual noted about the supplies during troubleshooting that could have caused or contributed to the reported condition. Proper procedures were reviewed and it was reported that the patient had not properly tightened the connection prior to initiating therapy. The patient was advised to start therapy over using new supplies or to finish therapy using manual exchanges. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.